Event description:
The user facility reported that during a laparoscopic lysis of adhesion surgery, the distal tip broke off. The separated portion of the device was recovered during the same procedure with graspers. The procedure was completed with another sonosurg probe. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. User facility personnel provided conflicting information as to the location of the device at the hospital. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for evaluation, a supplemental report will follow. This report is in reference of MFR report # 8010047-2010-00193. (B)(4). This report is being submitted as an MDR in an abundance of caution.